Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a revision procedure to reposition the lead due to insufficient pain relief and coverage. The lead was incorrectly positioned and did not provide full coverage. After the lead was repositioned, the patient received good coverage. The patient was doing well postoperatively.